Manufacturer narrative:
The site performed the calibration which resolved the issue.

Event description:
A site representative reported that the site powered on the imaging system, brought it into the room, where it then prompted the user to calibrate motion. There was no patient impact reported and the delay in surgery was 2 minutes. Surgery proceeded as planned.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.